Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an empty cartridge alarm. Reportedly, the customer was able to extract over 30 units from the same cartridge after the alarm declared. The customer's blood glucose level was 218 mg/dl. The customer declined further troubleshooting.